Event description:
Reporter alleged the customer's needle from the softclix lancet device used in finger-stick blood glucose testing at times would protrude outside the cap and not puncture finger. Reporter stated she was not certain as to whether the needle would not retract either before or after it was used. No actions were reportedly taken or treatment received. The domestic manufacturer's evaluation department verified the lancet would not retract after it was used. A request had been made for the return of the suspect device and replacement product had already been sent.